Event description:
Ambulance personnel were attending to a pt, in respiratory distress and tachycardia. Allegedly during an attempt at monitoring the pt's ECG, the device displayed an erroneous leads off message and a flatline. A back up device was obtianed and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.